Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that discovered the charging issue replaced the batteries to fix the problem. In addition, the critical alarm battery was also replaced because it had expired. The fse then completed the pm with full calibration, functional testing and safety check to factory specifications. The iabp unit was returned to the customer and cleared for clinical use. (B)(4). The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) by a getinge field service engineer (fse), the batteries of the cardiosave intra-aortic balloon pump (iabp) were not taking charge due to a defective customer ac outlet. It was also noted that the iabp was not plugged in since (B)(6) 2018. There was no patient involvement and no adverse event was reported.